Event description:
The customer reported via phone call that he has a replacement pump and he had an issue with a no delivery alarm. Customer replaced the set and threw out the reservoir because this morning, his blood glucose was 491 mg/dl. Customer stretched the catheter and stated that he was fine. Customer's blood glucose remained high and he stated that the cannula was bent. Customer reported that he did not receive a no delivery alarm. Customer bolused for his meal and he straightened out the tugging and got the remainder of the bolus. Customer then went to eat lunch and took a manual injection. Customer changed his set and found the bent cannula. Customer's blood glucose at the time was 241 mg/dl. Customer stated that he just changed out the tubing and he got the remainder of his bolus. Customer stated that he will be returning the set and the reservoir for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-75726.